Manufacturer narrative:
(B)(4). The event was both a product problem and adverse event. Evaluation summary: the device was not available for evaluation; however, the customer provided an unused sample from the same lot. Visual inspection, functional testing, under water pressure testing, and clear passage testing were performed. No leaks, malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported malfunction was unable to be replicated in the unused device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an excessive amount of blood loss during infusion with a one-link non-dehp standard bore catheter extension set. The patient's extension tubing pulled away from the hub connected to the midline resulting in a blood loss of approximately one liter. The blood loss was manifested by the patient feeling faint. The patient was treated with intravenous fluid replacement therapy (not further specified). No further information was provided regarding the patient's outcome. No additional information is available.